Event description:
It was reported that during the drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a 80% stenosed, de novo, calcified, tortuous mid left anterior descending (lad) artery lesion. The physician predilated the lesion with a 10 mm cutting balloon. The physician was able to successfully deploy the taxus express2 8.8% 3.0 x 20 mm drug eluting stent on the first attempt at 14 atms and without incident. The balloon was inflated for a total of 30 seconds and was successfully deflated. The balloon became stuck to a stent strut, but was eventually removed from the pt intact and without incident. The procedure was successfully completed and the status of the pt is listed as stable.